Event description:
This x-ray system's lead shield made by mavig fell down. The shield's arm broke off and the shield fell.

Manufacturer narrative:
Eval method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.